Event description:
An alarm issue was reported with the adc device in use with a realme 7 phone with an android 12 operating system version 2849335. The sensor's glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms described as "visual disturbances, speech problems, large ketones near acidosis, drowsiness", and a loss of consciousness. The customer was unable to self-treat, requiring treatment of insulin injection (type/dose unknown) provided by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high glucose alarm with the freestyle librelink application. Successfully scanned and received glucose readings and glucose alarm notifications using similar device configuration. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a realme 7 phone with an android 10 operating system version 2849335. The sensor's glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms described as "visual disturbances, speech problems, large ketones near acidosis, drowsiness", and a loss of consciousness. The customer was unable to self-treat, requiring treatment of insulin injection (type/dose unknown) provided by a third party. There was no report of death or permanent impairment associated with this event.